Event description:
A report was received that the patient's upper back had erosion and it opened up. The patient was admitted to the hospital and was treated with antibiotics. The drainage was clear and was getting better. The physician believed the event was procedure related. The patient underwent an explant procedure.

Event description:
A report was received that the patient's upper back had erosion and it opened up. The patient was admitted to the hospital and was treated with antibiotics. The drainage was clear and was getting better. The physician believed the event was procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator model #: sc-2352-70, serial/lot #: (B)(4), description: linear 3-4 lead, 70cm model #: sc-3138-35, serial/lot #: (B)(4), description: phase iii lead extension - 35 cm, model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.